Event description:
A 3 yr old female with foreign body aspiration whose removal was complicated by loss of metallic endograsper jaw into right upper lobe bronchus. The broken piece was retrieved the next day and pt has been discharged and is doing well.